Event description:
The pt was a (B)(6) female, (B)(6). Following a total hysterectomy, bilateral salpingectomy and debridement of a large area of her abdominal wall fascia and rectus muscle, the product, surgimend, was implanted on (B)(6) 2011. On (B)(6) 2011, the pt had wound erythema and non-serous drainage. Further surgery involved debridement of the abdominal wall and placement of a wound vac. Add'l debridement and change of the vac dressing occurred on (B)(6) 2011 and (B)(6) 2011. She continued to spike a fever with elevated white blood cell count. From (B)(6) 2011, she underwent add'l surgical debridement and vac changes. Although the white blood cell count decreased, the fever continued. Eventually the product disintegrated. The remaining product was explanted on (B)(6) 2011 and replaced with another mesh implant.